Event description:
It was reported that following a lap cholecystectomy procedure, the patient developed a post-op bile leak due to clips not holding. This is all the information that the rep had at the time of the call. No device is available to be returned.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The event was reviewed with an ees cross-functional team consisting of customer quality, marketing, medical affairs, risk management, and product life-cycle representatives. The following questions were requested by the team and answers provided by the rep after a conversation with the surgeon: were any clip formation issues experienced? No. Was the surgeon able to visually confirm the clips were formed properly prior to completing the procedure? Yes. Were there any unexpected complications with the device during the procedure? No was a cholangiogram performed? No. If so, was the device used to place the cholangiogram? N/a. Was this a planned or emergency cholecystectomy? Planned. How was the leak mitigated? Biliary stent was placed during ercp. What is the patient¿s current status? At home and doing fine. Patient was having their gallbladder removed because of biliary dyskinesia. Is the patient expected to have a full recovery? Yes. Is this a teaching facility? No. How long has the surgeon used the device? Ever since we launched the device. Is any support needed from ees to help work through the recent challenges? No. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.